Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.

Event description:
A report received from the clinical study in another country, indicated that a pt experienced recurrent anginal and presented with 60% persistent restenosis of the stent implanted in the left main coronary artery six months after implantation. The restenosis was treated by implantation of another cypher stent.